Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: initial result = 2.70 mmol/l, repeat = 0.95 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the r1 alnty c rgt pr tb was kinked. The fsr replaced the part which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. Additionally review of complaint and trending data associated with the alnty c rgt pr tb did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c rgt pr tb were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: initial result = 2.70 mmol/l, repeat = 0.95 mmol/l no impact to patient management was reported.